Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-06: the pt called patient services back to respond to a follow up letter that was sent to the pt. The pt reported they "don't have anything going out of control" and they contacted the manufacturer to get the issue resolved. No further information was provided. Note: the pt was responding to a letter that was sent to them over a year prior.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for about the past 5 days they have been having really bad days where the stimulation is going out of control and becomes unbearable. Caller stated that their nerves are just going out of control and they can't do it. Caller added that they took the battery out of the controller to see if that would help and took some medication. Patient services specialist (pss) walked caller through checking their stimulation settings. Caller confirmed they were on group b with program 1 set to 0.2 and programs 2-4 set at 0.1. Pss walked caller through turning stimulation off. Caller noted they had never turned stimulation all the way off before and confirmed they felt it turn off. Caller stated they would rather deal with the back pain because the stimulation going wild makes them want to scream. Caller commented that they've had a few x-rays and think those things make their implant act up. Pss recommended caller follow up with their healthcare provider to further address the issue.